Event description:
It was reported the device broke. "After the case the two pieces didn't come apart correctly. Most likely it ran out on its lifespan." There were no complications. It was reported the patients were not injured.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The additional investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: the DHR for vu c-pod inserter 11-20-0001 lot w18507, was not retrievable due to archive records transfer from (B)(4) to (B)(4). The rir inspection planning indicates that the device is inspected to ensure it will function as intended. The risk of the reported incident was evaluated as negligible therefore no additional DHR search will be conducted. If the DHR is located during archive transfer and information is found that indicates the need for additional evaluation, the investigation can be reopened for reevaluation. In the past 12 months from the awareness date ((B)(6) 2015), three reports of breakage of the cpod peek inserter, 11-20-0001, have been presented including the current investigation. Two additional reports of breakage have occurred yielding 4 total in the most recent year including the awareness date. Based on 12 months of sales data (B)(4) a toll sets have been distributed resulting in (B)(4) occurrence. The failure is less than the expected occurrence rate. Conclusion: on 4/30/2015, a distributor reported that a 4mm flexible occipital drill, 16-40-3001, had broken during a procedure. Per the information provided, the distributor estimated that the drill had been used at too high of an angle and no complications resulted. The drill was not returned for engineering evaluation therefore no cause can be deduced. In the same report, the distributor reported a vupod-c inserter, 11-20-0001, had been broken. Per the information reported, the two pieces didn¿t come apart correctly. He further stated that, ¿most likely it ran out of its lifespan,¿ but also reported that there were no complications. It was not stated clearly what was intended as the two parts that didn¿t come apart or what part exceeded its lifespan. The inserter was not returned for examination therefore no cause can be deduced. Inspection records and drawings specifications are in place to ensure this instrument functions as intended. Per the receiving inspection records, all instruments are 100% visually inspected and an aql sample inspection is performed on the lot to verify the device meets specification. Additionally, per the rir the qc inspectors will verify vendor certificates of conformance. A DHR review concluded that this instrument was manufactured, inspected and accepted for use by the quality control department, and met all specified parameters of the receiving inspection report with no associated nonconformance specific to the product issue. A trend analysis for the past 12 months found this failure is within the expected occurrence range. Additionally, the risk severity associated with this failure is negligible/minor. Therefore no further action will be taken at this time.